Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the peeled tissue pad could not be determined, it¿s likely the event occurred due to the tissue pad being worn and partly peeled off because the ultrasonic wave was output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The following is included in the instructions for use: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn and partially peeled off.

Event description:
An olympus employee reported on behalf of a customer, the sonicbeat¿s tissue pad came off after holding it two or three times. The unspecified therapeutic procedure was completed using a replacement device. There was no report of procedural delay or patient harm associated with this event.